Event description:
The date of the event is unknown. The facility reported that the patient was hooked up to the lift when it began to rise on its own. The caregiver tried to lower the lift, but the button did not work. No injuries were reported. (B) (4).